Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the bed exit alarms would not work possibly due to being corroded from fluid ingress. Customer repaired bed and returned to service. Customer performed evaluation.

Event description:
It was reported that the alarms did not function which may have been caused by fluid ingress to the footboard connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the alarms did not function which may have been caused by fluid ingress to the footboard connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.